Event description:
Customer reported scratches on the display of insulin pump. Customer reported not being able to read display very well. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at a display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.